Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. Results and conclusion summation: historical data shows that guide wire tip damage, of this nature, may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire tip separation requiring medical intervention. Device issue: guide wire tip separation. It was reported that during the procedure, two guide wires were used to treat the lcx and a totally occluded om bifurcation. However, when the guide wires were removed, the bmw guide wire tip separated and remained in the patient's anatomy. A stent was used to compress the guide wire tip against the vessel wall. Two months later, the patient underwent CABG of stenosis of the left main with good results. No additional event or patient information is available.